Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a "small purple molecule" found "fixed" in it during use, after medication was drawn from the vial. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "subject's dad called site the evening of (B)(6) 2019 because there was a small purple molecule in the syringe after mom drew the medication from the vial. The small purple particle was not free floating. Dad says it looked like it was fixed to the syringe. Yes, confirmed the supplied syringe was used."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a "small purple molecule" found "fixed" in it during use, after medication was drawn from the vial. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "subject's dad called site the evening of (B)(6) 2019 because there was a small purple molecule in the syringe after mom drew the medication from the vial. The small purple particle was not free floating. Dad says it looked like it was fixed to the syringe. Yes, confirmed the supplied syringe was used."